Event description:
Info received indicates the siderail is stuck in the down position and will not latch.

Manufacturer narrative:
The tech found the siderail was missing the latch bushing, roller guide and pivot bolt. He replaced the missing siderail hardware to repair the stretcher.